Event description:
During a patient call requesting to end therapy early on (B)(6) 2011, the patient indicated that he had been hospitalized due to peritonitis. Baxter product surveillance contacted the peritoneal dialysis nurse (pd) rn on (B)(6) 2011 for additional information. The facility nurse indicated the home patient (hp) was in the hospital due to peritonitis. The hp is now home from the hospital and continued therapy on the cycler. This is the master complaint for the event of peritonitis.

Manufacturer narrative:
(B)(4). Additional information was received from the facility nurse: the date the peritonitis was diagnosed was (B)(4) 2011. The patient experienced bacterial peritonitis and was hospitalized, dates unknown. There was no exit site or tunnel infection associated with the event. The patient was treated with unknown antibiotics for an unknown length of time. The nurse indicated there was a break in aseptic technique. It is unknown if retraining occurred. The patient has recovered from this event.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot, gd883967 and gd883496, was performed with no issues noted during the manufacturing process. The root cause of this incident was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required..

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is 2nd of 3 reports associated with this incident.